Event description:
Mic tube changed as ordered. After nurse left home, the pt's daughter called and said mic fell out, daughter unable to re-insert mic to prevent stoma from closing. Visiting nurse returned to patient's home - vn was unable to re-insert mic, stoma was closed. Visiting nurse examined mic tube that fell out and observed water leaking out of the port. Patient had mic reinserted in ER and went home.